Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, during troubleshooting with tandem technical support, the customer was using cold insulin and was educated that cold insulin use is off label per the user guide. Reportedly, the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 324 - 600 mg/dl customer attempted to address the elevated blood glucose level by delivering a correction bolus via the pump, and manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue and the customer was released 6/9/23 with no permanent damage.